Event description:
The explanted generator was received on 8/11/2016. Analysis is underway but has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's generator was nearing 25% battery life, which was thought to be abnormal as the device has only been implanted approximately for 4 months. Diagnostics were okay with lead impedance of 1993 ohms. Review of programming history shows data from (B)(6) 2015, and (B)(6) 2016. The available data was decoded to observe battery voltage and percent consumption. Based on the available programming history, the cause for the 25% battery status indication appears to be an increased duration of the high battery impedance experienced by cfx batteries during the beginning of life.

Event description:
Additional programming data was received from patient's appointment on (B)(6) 2016. This suspect device is a laser routed generator. The laser-routing process created a deposition of conductive material on the edge of the pcb in some generators that resulted in alternate current pathways. In addition, these leakage paths caused increased supply current drain which leads to a decrease in battery longevity.

Event description:
The pulse generator performed according to functional specifications of the final configuration r-wave test. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The pulse generator¿s sensing response to an external stimulus was tested. Heart beat sensitivity setting 1 (as received) was evaluated with a no load and 2k load conditions between out2 and out1. The pulse generators sensing response observed in the pa lab showed sense delay starts (sense drop out, no load condition) of 5.4 seconds with a no load condition and 23.6 seconds with a 2k load condition. The heart beat sensitivity test was repeated using sense setting 5 with a no load and 2k load conditions between out2 and out1. The pulse generators sensing response observed in the pa lab showed sense delay starts (sense drop out, 2k load condition) of 7.0 seconds with a no load condition and 9.4 seconds with a 2k load condition. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator was opened. Possible contaminates were observed on the trimmed edge of the pcba (tab removed). The battery was removed. The pulse generator module was subjected to a postburn electrical test and results show that the pulse generator module failed several electrical tests. These include r2 verification, supply current 2ma/normal, supply current off, supply current off sense, and trim diagoncurrent. To find the possible effects the contamination on the trimmed edge of the pcba would have, vboost (tp8) and vcpu (tp 2) were observed on a bench oscilloscope. Observations from the bench oscilloscope shows that vboost (ch 2) has a fast discharge and is non-linear during the output current off time, and the voltage level on vcpu (ch 3) had increased to approximately 2.40v and 2.80v, typically observed approximately 2.00 volts. A diamond scribe was used to remove the contamination between the cut copper edges on the trimmed edge of the pcba. After the contamination was scribed away between the cut copper edges on the trimmed edge of the pcba, vboost (tp8) and vcpu (tp 2) were observed on a bench oscilloscope. Observations from the bench oscilloscope shows that vboost (ch 2) now has a slow discharge and is linear during the output current off time, and the voltage level on vcpu (ch 3) is stable at approximately 2.00 volts. The results of the removed contamination indicate a possible electrical path (resistive path) between vboost and vcpu. In addition, it was observed that with each cut to remove the contamination between the cut copper edges on the trimmed edge of the pcba, the ¿supply current off¿ current decreased. The postburn electrical test showed that the pulse generator module performed according to functional specifications. The reported allegations of ¿premature end of life (eol)¿ and ¿failure of device¿ were duplicated in the pa lab. The battery, 2.724 volts, shows an ifi=yes condition (ifi range 2.74v - 2.41v). The data in the ¿diagaccumconsumed¿ memory locations revealed that 23.706% (ifi=yes condition typically not observed at this low percentage consumed) of the battery had been consumed. The pulse generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the hb detection algorithm until hb synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations of ¿premature end of life (eol)¿ and ¿failure of device¿.

Event description:
An implant card was received indicating that the patient underwent prophylactic generator replacement on (B)(6) 2016. The explanted device has not been received to date.